Event description:
It was reported that the unit's light randomly flickers when off stand-by mode. Further, the unit will often not come off of stand-by mode when the light cords are inserted, even when the light cord adapters are connected. It was reported that the unit has been used during a procedure. It account further reported that this is not the first occurrence of the conditions reported, these conditions have occurred multiple times over the last year. Further , the unit is power cycled when it experiences the above conditions. The account further reports that another unit is used if the power cycling does not resolve the issue. Further, the cases are always completed successfully but the surgeon and staff ar frustrated. Further , the cases are always completed successfully but the surgeon and staff are frustrated. These events do not affect the patient. The account further reports that the unit has been previously returned for repair/evaluation. Information will be provided once the investigation has been completed.